Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reportd that the event occurred in the operating room. The intra-aortic balloon(iab) membrane ruptured or a leak occurred. A second iab was used without incident. There was no reproted patient injury. Additinoal information received from the sales representative in 2009, stated that there was blood in the tubing and there was no more information available.